Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two 310cc mentor smooth round high profile prostheses and experienced right-sided grade iii capsular contracture and left-sided deflation postoperatively. The patient had a consultation on (B)(6) 2020, and the diagnosis was confirmed by a healthcare professional. As a result, the patient underwent bilateral removal and replacement with unspecified breast implants on (B)(6) 2020. This report is for the left-sided prosthesis.

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the revision surgery. The patient did not undergo a revision surgery on (B)(6) 2020. The relevant fields have been updated. Reason for device explant and/or reoperation: n/a. Manufacturer's reference number: (B)(4).